Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, preclose placement of the suture was attempted in the right common femoral artery using a proglide device. Reportedly, a cuff miss occurred. The sutures of a second proglide device were preplaced using the preclose deployment technique. The arteriotomy was 8f. The sheath was upsized to 21f for the tavi procedure. When the tavi procedure was completed, the sutures placed in preclose technique achieved hemostasis. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.